Manufacturer narrative:
G3 initial awareness date was 5/18/2026 the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, krr095, infinity retro-reamer, 9.5 mm, was used during an anterior cruciate ligament reconstruction repair procedure on (B)(6) 2026 when it was reported, ¿the infinity medical device failed. The wing detached and broke without being forced.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment found that the device was broken when activating the retrograde mode. The "fin" detached without being forced. The fragmentation fell into the joint and was removed with a arthroscopic grasper. The procedure continued with a new implant of the same size and the same conmed brand. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.